Event description:
Information received by medtronic indicated that the customer had received a compromised force sensor system during fill tubing process. Customer stated that drive support cap was loose. Customer confirmed the pump was dropped prior since a while and she is using silicone cover. No harm requiring medical intervention was reported. The insulin pump will not be returned analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.